Event description:
It was reported that during a ureteroscopy with laser lithotripsy procedure, the laser fiber was damaged and didn't work for an adequate amount of time. The procedure was completed successfully with another fiber and no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported complaint as analysis identified a fracture within the internal connector. When connected to the laser console, there was a distorted light exiting the connector face indicating that there was an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. The fiber connector may develop a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. This internal connector fracture likely caused the connector to overheat leading to burn mark on the connector face. The IFU states: hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber (see postoperative instructions for details). If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. For the moses 200 d/f/l lp fiber, verify that the ball tip is complete and not damaged. Hold the fiber tip to a non-reflective surface and ensure that a circular green spot appears. If the spot is not circular, cleave the fiber (see fiber tip renewal during operation for details). If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.